Manufacturer narrative:
Inspected one opened and used reservoir. Found reservoir's first o-ring out of groove. Unable to confirm if customer received reservoir in said condition due to customer returned opened and used.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. The device will be returned for analysis and further information will follow once the analysis has been completed.please see medwatch report # 3004209178-2013-90757.

Event description:
It was reported that the customer passed away. It was stated that the reservoir was empty and it was observed that the first o-ring was pushed out of place. No further information was provided.